Event description:
Pt was revised to address malalignment of the femoral and chronic pain.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not draw any conclusions about the reported event; however, provided information stated the femoral component was mal-positioned. The initial reporting indicated the product was not suspected of failing to meet specifications or contributing to the event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.